Manufacturer narrative:
The petit-point mixter fcps 7-1/4 (140223) was not returned for evaluation after three attempts were made to retrieve the product. Based on lot number obtained, a review of the device history record (DHR) was performed and no abnormalities related to the reported issue were identified. Therefore, a definitive root cause cannot be determined. The provided tracking number does not show completion as of (B)(6) 2025, and per return material authorization (RMA), the product was purchased in 2020. The issue of breakage may be the result of wear or rough handling over multiple years of use.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The following information was received via MDR report# mw5164844: "one of the residents was putting in a screw in the hip used a right angleclamp to manipulate a tissue then the tip of the clamp broke off. Both doctors tried to fish out the broken piece of clamp for more than 30min, could not find the piece then decided that it was more risk to take it outthan leaving it in the patient.¿ it is unknown whether an x-ray was performed to confirm presence of foreign body. Additional information has been requested.